Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 61 months after a left total shoulder replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, discomfort, inflammation, impaired range of motion, component part loosening, soft tissue damage and bone loss. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, loosening, loss of range of motion, or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not returned to exactech for evaluation and no images, radiographs, or clinical information were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.